Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (b)(46 2010, the pt reported experiencing blood glucose ranging from 40-455 mg/dl the previous day. He stated his blood glucose measured 45 mg/dl at 3:26pm and he drank 2 apple juices and ate 2 crackers and at 3:47pm his blood glucose measured 107 mg/dl. He stated, his target blood glucose range is 70-140 mg/dl. He stated it seemed that the piston rod of the infusion device was moving faster than it used to. He verified, he was using an alkaline battery and this was properly programmed in the infusion device. He stated, the battery cover had never been changed and he was advised to do so. Troubleshooting was not completed and further attempts to reach the pt for follow up were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.